Event description:
The account alleged that all functions go just a little bit further when they let go of the buttons. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.